Event description:
It was reported that during a bowel resection procedure, the device tore while being inserted into the patient's abdomen. New instrument opened to complete the case. Case not delayed. No patient consequence.